Event description:
A falsely elevated advia centaur cp result was obtained by the customer and considered discordant when compared to repeat dilution test results and another centaur system. The falsely elevated progesterone result was not reported by the customer. There was no report of adverse health consequences due to the discordant advia centaur cp progesterone result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse observed air in the reagent syringe line and replaced the syringe, however replacement of the reagent syringe is not likely the cause. The discordant sample was rerun after the service visit and the result was 52 ng/ml. No conclusion can be drawn.